Event description:
The device was used during a low anterior resection. Reportedly, the anvil did not tilt and the instrument did not cut. The surgeon resected the tissue at the application site and was to remove the device. The hospital has reported the pt's condition is satisfactory.